Event description:
It was noted on 7/10/2013 that this lead was explanted on an unknown date due to fracture. It was replaced with another lead. The physician and facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).